Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing performance and gradual worsening, with sound dropping and getting worse. Upon a follow-up appointment, some swelling over the implant site was noted, therefore, the user was scheduled for a check-up. The results from the last appointment showed electrode migration and air bubbles in the cochlea. A revision surgery was performed on (B)(6) 2022, however, it was decided to explant the device and re-implant with a new one.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the decrease in hearing performance was likely caused by loss of lymphatic fluid in the cochlea causing the reported air bubbles. Further, two channels migrated out of cochlea, which might have contributed to the hearing decrease. During explantation a heamatoma of undetermined origin was found. This is a final report.

Event description:
The user reported a decrease in hearing performance and gradual worsening in a period of a month, with sound dropping and getting worse. Upon a follow-up appointment, some swelling over the implant site was noted, therefore, the user was scheduled for a check-up. A revision surgery was performed on (B)(6) 2022, however, it was decided to explant the device and re-implant with a new one.